Event description:
It was reported that an alert was noted via a merlin.net transmission for high voltage lead impedance out of range. The physician elected to open the pocket and perform a tug test. The rv lead was seated incorrectly in the header. The physician removed and reinserted both the rv and svc connectors successfully and tightened down the set screws. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.